Event description:
It was reported that the pulse oximeter was found in the biomedical shop with a note stating "no audio." When the biiomedical engineer turned on the monitor, no post tone was heard. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The speaker was replaced by the biomedical engineer and the audio was then heard.

Manufacturer narrative:
(B)(4). (B)(4) added since it was omitted in original report. Device was repaired by customer's biomed. Product not returned to manufacturer.